Event description:
It was reported that the customer was hospitalized six months ago due to unexplained high blood glucose. Customer's blood glucose reading at the time of hospitalization was 240 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion, occlusion test, prime test and excessive no delivery test or test for delivery anomaly due to no button response. The insulin pump had a scratched display window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.